Event description:
It was reported to technical services on (B)(6) 2011 that there was emi noise on this lead and it was reprogrammed by dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).